Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d6b, h6

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, g2, h3, h6. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient though company representative reported rupture, "recall", "suspicion of capsular fibrosis", "sonographically suspicious implant", "implant feels rather hard" and "partly irregular". Later, patient reported "completely ruptured and torn". Later, healthcare professional reported "rupture with silicone leakage" and "silicone in the capsule (with foreign body granuloma)". Later, healthcare professional reported no capsular contracture, un-reporting from record. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, anxiety-product/procedure.

Event description:
Patient though company representative reported rupture, "recall", "suspicion of capsular fibrosis", "sonographically suspicious implant", "implant feels rather hard" and "partly irregular". This record is for the left side. The device remains implanted and it will be returned.